Event description:
The customer reported to the philips response center (rc) that when first observed in the morning the device ready for use indicator (rfu) was indicating a red x and there were errors in the device status log. The device status log contained an entry of an autotest failure and an entry of ECG bias autotest failure. There was no patient involvement.